Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated against the reported event. Visual inspection of the returned device confirmed the presence of a hair-like fiber within the sterile packaging. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign object was found inside the packaging when opened during surgery that looks like a hair or fiber on the foam pad. A second device was used to complete the surgery with no reported harm or impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.